Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) viewer was analyzed and found on the system logs that an intermittent 462 error occurred pointing to the left force sensor of the viewer. Performed troubleshooting and replaced viewer to address reported issue. Performed visual inspection and found no problems related to reported issue. Checked lighthouse/aperture and confirmed error 462 occurred. Installed viewer on an internal equipment, fixture, or tool (eft) system and could not replicate reported issue during system testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, operating room staff contacted support to report that the console viewer would not adjust and was displaying a restart message. The customer noted that this was a brand new system and that this issue had occurred approximately ten times. The technical support engineer (tse) recommended inspecting the console for any covers or obstructions preventing ergonomic movement, but none were found. The customer performed a hard reboot, but the issue persisted. System logs showed a 462 error, indicating a 3d viewer left force sensor self-test error. There was no report of patient injury.